Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that the phenomenon was attributed to faulty power unit, but the cause of the faulty power unit could not be identified. The repair also confirmed that main lamp does not light up but emergency lamp does and it was found to be due to faulty main lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of spare lamp turning on was confirmed due to faulty convertor unit. Rust on the connector of the main board was observed and as a result, the light control function did not work properly. Furthermore, the high function did not work due to deformation in the hinge unit. The narrow band imaging and white light interferometry lens were foggy. In addition, rust on the fan base plate, corrosion on rear panel, and lamp door sticker paint peeling were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera pro xenon light source is not working. A field engineer evaluated the unit and found that the spare lamp was on; however, the main lamp was not working. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.